Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, seroma-late, migration.

Event description:
Healthcare professional reported right side "intra and extracapsular rupture", "siliconomas", "seroma-late", and "migration". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported right side "intra and extracapsular rupture", "siliconomas", "seroma-late", and "migration". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: seroma-late: unable to observe. Granuloma: unable to observe. Rupture and silicone migration: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side "intra and extracapsular rupture", "siliconomas", "seroma-late", and "migration". Device has been explanted.